Manufacturer narrative:
Additional devices included on this report are as follows: gore® excluder® aaa contralateral leg component catalog #unk/ serial #unk/ UDI #unk. Other relevant history, including preexisting medical conditions: asked but unavailable. Device information: the device lot/serial number was requested but was unavailable. Therefore device information remains unknown. If implanted, give date: date of device implant was requested, but is unavailable. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. (B)(4). No device history record review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, infection (e.g., aneurysm, device, or access sites) and surgical conversion. Furthermore, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, ruptured aneurysms. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date the patient underwent emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It is unknown if the implanted device was a gore® excluder® aaa endoprosthesis or gore® excluder® conformable aaa endoprosthesis, but it was reported that it was believed to be a two piece implant. The procedure was reportedly performed at a facility in texas. Additional implant information was unable to be obtained. It was reported that the patient presented to (B)(6) hospital on or around (B)(6) 2022 for a follow-up. The physician reported that the implanted devices were now infected and an open surgery would be performed to remove the grafts. Open surgery has not been performed yet, the patient is being treated with antibiotics, and the patient is stable. Images were requested but were unavailable. The cause of the infection is unknown.